Event description:
After iabp for two days, blood leaked into the catheter. The iab was not returned to co for eval. The iab was discarded by the facility. (Event complications: none from the event reported 10/24/96). (Pt's current status: unk-rpt'd 10/24/96).